Event description:
It was reported that the "battery was leaking" and the implant was coming out of the patient's body. The event had been occurring for at least one month. The patient had not fallen or endured any trauma for at least a month. There was no pain or redness, but the area was black and blue. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the entire implantable system was removed due to infection.

Manufacturer narrative:
(B)(4). Lead model 3778-60 lot# v230574035 implanted (B)(6) 2009 explanted unk; lead model 3778-60 lot# v230574034 implanted (B)(6) 2009 explanted unk; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).

Manufacturer narrative:
(B)(4).